Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
The device has been explanted and replaced.

Event description:
Patient reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the posterior side assessed as a surgical impact opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device additional observations: stress marks observed on the shell. No further actions are required as the device was implanted.